Manufacturer narrative:
The product is expected to be returned for analysis. Once is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to unacceptable pacing threshold and amplitude measurements. Attempts to reposition the rv lead were complicated by it becoming entrapped in the patient's tricuspid valve. Attempts to extract the rv lead were unsuccessful. The physician cut the terminal pin and advanced a 25cm catheter over the lead, but it was unable to reach the distal tip of the lead. Additional force was then applied to the lead to extract it. On fluoroscopy, the rv lead appeared extended and the insulation potentially damaged. More force was applied to the rv lead and the lead fractured with the electrode end remaining in the patient's heart. Attempts to retrieve the electrode tip were unsuccessful. The patient did feel pain when the force was being applied to the lead to extract it and screamed in pain prior to the lead fracturing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed approximately 11.5 centimeters from the terminal pin. It was confirmed that the electrode tip was not attached to the distal segment. Visual inspection of the lead noted that the inner coil is damaged at the distal end of the distal segment returned. The conductor coils were deformed in multiple locations in the lead body. Resistance testing was performed on each returned segment and both segments were found to be electrically continuous. No further testing could be performed due to the extensive damage on the returned lead segments. Laboratory analysis determined that the electrode tip of the lead fractured as a result of excessive force being applied to the lead in this location.